Event description:
It was reported that the patient had an infection in her back following the implant that had been treated and was no longer an issue.

Manufacturer narrative:
(B)(4). Lead: model 3888-45, lot# v660238, implanted: 2012 (B)(6), explanted: na; lead model 3888-45, lot# v593230, implanted: 2012 (B)(6), explanted: na; lead model 3777-60, serial# (B)(4), implanted: 2012 (B)(6), explanted: na; extension: model 3708220, serial# (B)(4), implanted: 2012 (B)(6), explanted: na; recharger model 37754, serial# (B)(4); programmer: model 37744, serial# (B)(4).